Manufacturer narrative:
Device received with no down, center, right and back button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform the displacement, self test and voltage verification test due to buttons not responding. No moisture damage on electronics assembly noted. Device received with cracked battery tube threads, cracked case battery tube and cracked case corner belt clip rails. The p-cap locks into the reservoir compartment properly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump center button was sticking and not responding. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated that the back at the rails area was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.